Event description:
The physician was attempting to implant a 2.5 mm diameter x 22 mm length integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient with little calcification, moderate tortuosity, 75% stenosis and located in the cx. It was reported that detachment of the stent and balloon occurred before the implantation of the stent. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Results: limited information. Conclusion: operational context contributed to the event. (B)(4).